Event description:
Patient takes coumadin and aspirin as ordered. Patient with elevated ldh, ast, alt and creatinine during (B)(6) 2020 hospitalization. Inr supratherapeutic x5 and sub-therapeutic x3 from 11/17 to present. (Normal range 2-3). On (B)(6) pt had office visit with noted raised ldh, and noted increase in lvidd from (B)(6) echo. Patient arrived for clinic visit and heart catheterization on (B)(6) 2021. Heart cath noted with indication of pump no unloading left ventricle despite aggressive speed titrations. Ldh 654 (normal range 200). Lvad flow 4.6 with powers 5.5. Pt admitted to the hospital and heparin started. Ldh continued to trend up to 907 on (B)(6) 2021 with lvad flow 4-5 and power 6-7. On (B)(6) 2021 lvad exchanged from hm ii to hm iii.